Event description:
The manufacturer received information alleging smoke was observed coming from a ventilator and it was difficult to power on. There was burnt marks observed on the power cord. There was no harm or injury reported. The device has been returned to the manufacturer, however at this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging smoke was observed coming from a ventilator and it was difficult to power on. There was burnt marks observed on the power cord. There was no harm or injury reported. The ventilator was evaluated by product investigation laboratory and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue.